Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a ghost failure on the med station. A field service engineer found that the ghost failure on the med station had caused all tower doors to fail. The field service engineer recovered all the tower doors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had experienced a drawer failure. The customer reported that there was no medication delay since the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.